Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : imdrf annex e and f codes. Additional information : device available for eval?, returned to manufacturer on, device return to manuf?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was initially reported that the pump module was returned unexpectedly to the manufacturer and the issue is unspecified. A follow up was made and the customer responded, "at app 10am it was found powered down (brain as well). They don't remember error, but no one remembers turning it off." There was no reported patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that the pump module was returned unexpectedly to the manufacturer and the issue is unspecified. A follow-up was made and the customer responded, "at app 10am it was found powered down (brain as well). They don't remember error, but no one remembers turning it off." There was no reported patient involvement. Although requested, additional information was not provided.